Manufacturer narrative:
B3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient did not place the ipg into surgery mode prior to an unrelated procedure. Post op was unable to connect with external devices. Trouble shooting was unable to resolve the issue. As such, surgical intervention was undertaken and the ipg was replaced, thereby, restoring stimulation.